Event description:
It was reported that noise was observed on the right ventricular lead of an asymptomatic patient through a remote merlin.net transmission. No intervention was reported.

Manufacturer narrative:
(B)(4).